Manufacturer narrative:
Failure analysis for (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 56,319 joules of use while using the side-firing surgical fiber during a prostate procedure, the fiber was observe to be firing from the tip / forward-firing. Time expended: 10:29 minutes. The fiber was replaced and the procedure completed using a second surgical fiber. Total joules of use for the procedure: 154,511 and total time expended: 23:10. Patient outcome: "ok" - there was no patient injury reported.